Manufacturer narrative:
The insulin pump could not be primed during the prime test due to a faulty force sensor. The insulin pump emitted a loud motor noise during rewind due to an anomaly isolated to the motor. However, the insulin pump passed the basic occlusion, displacement, and no delivery tests. However, the insulin pump passed the displacement test.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's wife found him unconscious, so she administered a glucagon injection and called the paramedics. The reported blood glucose reading was 28 mg/dl at the time of the event. Prior to the event, the insulin pump alarmed motor error. Troubleshooting could not be performed at the time of the report. Nothing further was reported.